Manufacturer narrative:
One picture and one portex® endobronchial tube was returned for analysis in used condition. The picture revealed that there was a tear in the cuff. Upon visual inspection of the returned sample; no discrepancies were found. A syringe was used to inflate the cuff of tube; leakage was observed coming from the small tear in the cuff. Training records, leak testing procedure, and the production line were reviewed; no discrepancies noted. Leak testing was performed on 32 units from the production floor; no discrepancies or damage were detected. Instructions for use (IFU) were reviewed and noted the following: "cuff leaks that are detected immediately following tube placement are usually due to cuff nicks from teeth or instrumentation during intubation." Based on the evidence, the complaint is confirmed. However, the root cause is unknown. It is stated that the most probable root cause is that the cuff become damaged after it left the shm facilities due to the product is 100% leak tested under water.

Event description:
Information was received indicating that leakage of air was observed immediately following placement of a smiths medical portex® endobronchial tube. It was reported that positive pressure ventilation occurred following intubation. The patient is edentulous which is noted to not cause tube damage. There were no reported adverse patient effects.